Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2012 and morcellator was used concurrently with removal of fibroids, left soo, right salpingectomy and cystectomy. It was reported that prior to the surgery testing and evaluation showed no evidence of disseminated or metastatic cancer. On (B)(6) 2013, the patient was admitted to the hospital due to heavy vaginal bleeding and she had a cuff dehiscence repair. It was reported that the patient was admitted to the hospital again on (B)(6) 2014 due to hematuria and was diagnosed with a pelvic mass. On (B)(6) 2014, the patient underwent a robotic-assisted resection of the pelvic mass concurrently with omentectomy, pelvic lymphadenectomy, peritoneal biopsies and lysis of adhesions. The pathology revealed metastatic serous carcinoma, involving the peritoneum, right ovary, omentum and lymph nodes. It was reported that the patient underwent a chest port placement procedure on (B)(6) 2014 and chemotherapy treatment between (B)(6) 2014. The patient is being evaluated to determine if additional chemotherapy will be required. No additional information was provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Metastatic serous carcinoma occurred. Conclusion: the device information for use under precautions states caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.